Event description:
A verbal report of an incident has been received from a hemodialysis user facility. The report was received on 05/27/2009 of an event occurring the previous month. It was learned that a patient was undergoing hemodialysis, when 1 hour into treatment, the rn had noted blood leaking. She then went to the machine to decrease the blood flow rate when she had noted that blood was now leaking on the floor. The tubing attached to the twister device then separated. As a result, the blood loss was estimated to be less than 250 ml. Reportedly, new lines were strung with the patient completing the remainder of the dialysis treatment without any further incident. The product was not saved. The patient was discharged to home with no further ill effect when the dialysis treatment was complete.